Event description:
It was reported that during a surgical procedure at the user facility the white irrigation sleeve on the tip looked like it was melting. A second tip was used, and the same thing happened. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.